Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. The insulin pump received with scratched case, cracked retainer, broken reservoir tube lip and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.